Event description:
It was reported that a spectrum iq pump repeatedly alarmed for upstream occlusion when no occlusion was present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "keeps alarming upstream occlusion when there is not one" was not reproduced. The device was tested for upstream occlusion test and passed. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition verified. The cause of the condition was determined to be failed processor board and upstream sensor fluid numbers were out of specification, which was unable to be calibrated. The processor board and shielding will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.